Event description:
Continuous alarm

Event description:
Continuous alarm. The pump was received for evaluation. The evaluation confirmed customer reported issue of ""device alarms when powered on."" During visual inspection, damage was found on ic chip on central unit board volumat us. Also found pump had a missing kit volumat battery. Unable to download history due to inoperative cpu board caused mishandling of the pump. Replaced the defective parts. Performed full configuration and calibration. After repair, device was found to meet specification.